Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was unconfirmed as the reported kink could not be conclusively seen in the returned image. A single ap radiograph showing the patient¿s right upper arm/humerus was returned for evaluation. A catheter, consistent with the implicated 5fr t/l powerpicc provena, was seen in the image. No definitive kinks, coils, or breaks were visible in the catheter. However, the catheter overlapping itself near the proximal end did limit the evaluation. It is possible that the catheter was kinked, but it could not be independently confirmed from the provided image. Possible contributing factors for a kink in the catheter could include catheter placement, patient anatomy, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot.

Event description:
It was reported by the customer, "a 5fr tl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 in the upper 1/3 of the upper extremity. PICC dwell time was 15 days. PICC was pulled back, which resolved the kink but the tip was too short."

Event description:
It was reported by the customer, "a 5fr tl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 in the upper 1/3 of the upper extremity. PICC dwell time was 15 days. PICC was pulled back, which resolved the kink but the tip was too short."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.